Event description:
It was reported that during an emergent left internal carotid procedure of a symptomatic stroke patient, the xact stent was implanted without issue. While still hospitalized 2 days post procedure an ultrasound revealed thrombosis in the stent and occlusion of the entire carotid artery. The patient was noted as having a stroke post stenting and treatment has not been determined at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and thrombosis are known observed and potential adverse events as listed in the xact carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.